Manufacturer narrative:
Unique device identifier: (B)(4). The certas valve was not returned for evaluation(customer stated product would not be returned), and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined, however, the physician stated, " there were no additional complications and in his opinion the infection was caused by patient¿s poor hygiene." If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause for ¿original implant developed an infection¿ could be due to non-observance of post-operative instructions by the patient or linked to the implantation procedure.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports - other mfg report number: 3013886523-2020-00099. A facility reported that the certas plus valve had to be replaced with a new shunt system since patient had developed infection after implantation. There was no known complication and infection may have been due to patient's poor hygiene. Additional information was requested.